Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the outer insulation of the lead developed a cosmetic depression while in vivo. Concomitant products: 4965-25 lead, implanted: (B)(6) 2007 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced low impedance. The lead remained functional and no intervention was initially taken. The lead was later explanted and replaced during a system upgrade. No patient complications have been reported as a result of this event.